Event description:
Same case as manufacturer report # 6000118-2006-00015. During a treatment procedure to place a greenfield vena cava filter malfunction during attempts to deploy it. A second filter placement was also unsuccessful. Both filter remain in the pt's body. Additional information has been requested regarding this event.